Manufacturer narrative:
B3 date of event - event date reported as (B)(6) 2023.

Event description:
Reported via patient call center. It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient remained on eliquis for six months then went to a plavix/aspirin regimen for one month. One (1) year post procedure the patient suffered a right sided brain hemorrhage and seizure. The patient mentioned that the doctor at the emergency room told her that she had, "what looked like a recent stroke.' The patient was treated and then sent home on that same day. Patient reported that their lifestyle continues to decay as they are currently experiencing left-sided swelling of their upper and lower extremities.